Event description:
Pregnant pt admitted with diagnosis of uterine contractions, r/o preterm labor. Ega 3/weeks. Brethine sq given. Magnesiuim oxide po xi dose, then IV drip ordered. Rate of mg drip to be 37.5 cc/hr. 1000 cc bag hung at 1830. Bag #2 hung at 0600. Dummy fluids were hung to check flow rate on pump after removed from pt's room. Fluid noted to continue to drip even with pump turned off. Pt symptomatic.